Manufacturer narrative:
The field service engineer changed the pinch tubing and performed an instrument check. The instrument check failed. The engineer then changed valves and repeated the instrument check. The instrument check was then ok. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for 9 patient samples tested for multiple analytes on the cobas 8000 e 801 module. Of the 9 questioned samples, 8 had discrepant results. No incorrect results were reported outside of the laboratory. The following assays were affected: probnp, ft4, the elecsys folate iii assay, elecsys ferritin, and the elecsys vitamin b12 immunoassay. Roche manufactures two probnp assays, the elecsys probnp ii immunoassay and the elecsys probnp ii stat immunoassay. Roche manufactured two ft4 assays, the elecsys ft4 ii assay and the elecsys ft4 iii assay. It was asked, but it is not known which probnp or ft4 assays were used. The samples were initially tested on the complained e 801 analyzer, labeled e 801 a. The samples were repeated either on the same analyzer or on a second e 801 analyzer labeled e 801 b. No units of measure were provided for the results. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.